Manufacturer narrative:
Customer technical support (cts) worked with the customer to determine the cause of the leak. Cts instructed the customer to clean the probe wipe. The customer cleaned the probe wipe and resolved the reported leak. The customer ran startup and no leaks were noted. Identified failure mode: probe wipe cleaning resolved the leak. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported a leak from a probe when using the coulter act diff 12 analyzer. The volume was reported as a few drops and the leak was not contained. The operator was wearing gloves and lab coat when the issue occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.